Event description:
It was reported that the implantable pulse generator (ipg) device dropped to elective replacement indicator (eri) falsely. The device was reprogrammed to the original settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).